Event description:
Amo complete moisture plus mutli-purpose solution no rub lot/exp abo2778 expiration: 07/07/08. Large corneal ulceration on right eye in 2007. Many office visits and excruciating pain, loss of work and medications. I have been using amo products for 2 years. Used 2005 - 2007, daily.